Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a fetal spiral electrode was used during labor on this known recalled product. The scalp electrode was removed but the metal clip was detached; therefore, an x-ray of the baby's scalp post c-section was performed but the metal clip was not present. The mother was also x-rayed and there was no metal clip present. The clip was not recovered as it was not found. There was no report of actual harm associated with this complaint.

Manufacturer narrative:
A philips service process engineer (spe) interviewed the customer. The customer confirmed the metal attachment on the clip was not present upon removal. Since the tip was metal, an xray was used for baby post section and mother, there was no trace of the metal attachment. Philips requested for the device back for further inspection, but the customer no longer had possession; therefore, further investigation by philips could not take place. An urgent field safety notice had been previously sent to all customers on or about 18oct2022 regarding this issue. No further investigation or action is warranted at this time.